Manufacturer narrative:
This report is submitted on january 18, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal and infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.